Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed.

Event description:
Procedure performed: cystectomy (laparotomy). Description: friday, during a cystectomy (laparotomy), eb217 disposable was used. The eb217 was cleaned several times during the procedure with only a moistened pad. After more than 2.5 hours of surgery and several coagulations, the surgeon was having difficulty using the blade correctly, although he had fully squeezed the trigger. After cleaning the jaws of this disposable again and after a few more coagulations, the blade was no longer used correctly: it stopped halfway and got stuck (as you can see on the photo).the surgeon continued the surgery with the same eb217 (for coagulation) but without using the blade (in favor of multi-use scissors). No patient impact. The eb217 used was a free sample for testing. Patient status: no patient injury or illness occur associated with the complaint event.

Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: cystectomy (laparotomy). Description: friday, during a cystectomy (laparotomy), eb217 disposable was used. The eb217 was cleaned several times during the procedure with only a moistened pad. After more than 2.5 hours of surgery and several coagulations, the surgeon was having difficulty using the blade correctly, although he had fully squeezed the trigger. After cleaning the jaws of this disposable again and after a few more coagulations, the blade was no longer used correctly: it stopped halfway and got stuck (as you can see on the photo).the surgeon continued the surgery with the same eb217 (for coagulation) but without using the blade (in favor of multi-use scissors). No patient impact. The eb217 used was a free sample for testing. Patient status: no patient injury or illness occur associated with the complaint event.